Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the re position antenna screen was seen on (B)(6) 2018, the implantable neurostimulator (ins) would not communicate with the ins recharger (insr), and when the patient tried to connect with the programmer, ¿poor communication¿ was seen. The patient noted that the last successful recharge session was about a month prior to the report because she didn¿t use the ins everyday and they were gradually ¿weaning themselves off of it¿. Also, the last time the patient felt stimulation was about a month prior to the report. In the end, the patient was redirected to their healthcare professional (hcp) for a likely overdischarge event. There were no reports of medical or therapy issues and no patient symptoms reported. Additional information was received from a manufacturer representative (rep). It was reported that the patient¿s ins was dead for 6 months. A jump start was attempted in the office using the antenna locate feature and was successful. It was reported that the patient¿s doctor planned to replace the patient¿s device with a newer model. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported the ins was still in overdischarge, which was because the patient had stopped charging. The rep noted they could not get the ins back in the office, and the patient wanted a new ins, so a referral was sent to the doctor on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-16. The rep didn¿t know the patient¿s weight at the time of the visit. The office is aware as they sent the referral out for a new ins. No further complications were reported/are anticipated.